Event description:
It was reported that, during a normal device change out, when the left ventricular (lv) lead was connected to this new device, pace impedances were greater than 3000 ohms. The lead was disconnected and reconnected and the high impedance was still observed. Threshold was reportedly good, and no damage was suspected to have occurred with the lead. The unipolar impedance measurement was about 806 ohms and the lv tip to rv configuration measurement was also good. The cause of the issue remains unknown. The physician was good with the available measurements and decided to keep the lead. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.